Manufacturer narrative:
(B)(4). Pump was received with blank display, problem isolated to the electronic assembly pcb unable to confirm failed batt test and unable to perform any tests due to blank display. No device heating up or burn/moisture damage on electronics assembly

Event description:
Information received by medtronic indicated that the insulin pump had a replace battery alarm and the battery kept on draining. The battery did not last more than 1 week. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.